Event description:
Spontaneous inbound call from pt who explain so that her freedom pump during hizentra infusion yesterday on (B)(6) 2018 was not working. So the 60m syringe which was loaded with 60ml (=12gm) of hizentra was not infused as it should have. She did not get any of her dose infused on (B)(6) 2018. No mention of any adverse effects from missed dose. We are replacing the pump and returning the malfunctioning pump. No other info known. Strength: f10050. Diagnosis or reason for use: d83.9.